Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Review of instrument logs was unable to verify any recognition failures. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. The complaint was not confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause can be attributed to use conditions. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, customer reported that the vessel sealer extend instrument was not sealing vessels. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.